Event description:
On an unk date, an elective placement of the hermetic lumbar catheter to facilitate cerebral spinal fluid (csf) drainage prior to a thoracic endovascular aortic repair was being performed on a male pt. It was reported that catheter sheering occurred during insertion. It was believed that there was no deviation from the standard practice during insertion of the catheter. At this time, no harm was done to the pt. He was still free of any neurologic symptoms. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.